Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was within its initial position. If the pod coil is manipulated against resistance during use, the pusher assembly may elongate beyond the reach of the pull wire, and result in the embolization coil detaching from the pusher assembly. Further evaluation revealed kinks throughout the length of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the brachial vein to treat an arteriovenous fistula (avf) using a pod coil and a non-penumbra microcatheter. It was reported that the patient¿s anatomy was slightly tortuous. During the procedure, while advancing the pod coil through the distal end of the microcatheter, the physician experienced resistance, and subsequently, the pod coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed from the patient. Afterwards, the physician performed an angiogram which showed good blood flow in the avf. The physician then decided not to block the brachial vein and the procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.